Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5063976) in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer received the following concomitant medication: tylenol 3 (panadiene co), motrin 800 (ibuprofen), naproxen (naproxen), prenatal vitamins and pepcid (famotidine). The consumer has continued severe abdominal pain, in and out the emergency room for the same problem on so many different pain medications to help her get through the day. The reporter mentioned a serious injury as the outcome but did not assign it to a specific event. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continued severe abdominal pain. She was in and out the emergency room for the same problem on so many different pain medications to help her get through the day. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention to prevent permanent impairment of body function. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up received on 14-oct-2016: the follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continued severe abdominal pain. She was in and out the emergency room for the same problem on so many different pain medications to help her get through the day. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention to prevent permanent impairment of body function. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 19-aug-2016. The most recent information was received on 27-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain / severe abdominal pain"), genital haemorrhage ("excessive bleeding") and thyroid operation ("thyroid surgery") in an adult female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included panadeine co (tylenol w/codeine no. 3) for abdominal pain as well as famotidine (pepcid), ibuprofen (motrin), naproxen and prenatal vitamins. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), blood pressure increased ("increase in her blood pressure") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), weight decreased ("weight loss"), mood swings ("hormonal changes describe: mood swings"), decreased appetite ("loss of appetite"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), constipation ("gastrointestinal or digestive system condition type: constipation") and thyroid operation (seriousness criterion medically significant). The patient was treated with surgery (in (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nausea, blood pressure increased, fatigue, abdominal pain lower, headache, dyspareunia, weight decreased, mood swings, decreased appetite, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, migraine, allergy to metals, vision blurred, constipation and thyroid operation outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for blood pressure increased, fatigue and nausea with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, constipation, cystitis, decreased appetite, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid operation, urinary tract infection, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight: 135 lbs. Approximate weight at time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on an unknown date: no complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5063976) on 19-aug-2016. The most recent information was received on 10-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pelvic pain"), lower abdominal pain ("severe abdominal pain/ lower abdominal pain constant"), genital haemorrhage ("excessive bleeding") and thyroid operation ("thyroid surgery") in an adult female patient who had essure inserted (lot no. A36521) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned body mass index normal. Concomitant products included pepcid [famotidine], prenatal vitamins [minerals nos; vitamins nos], naproxen, motrin [ibuprofen] and codeine; paracetamol for abdominal pain. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced lower abdominal pain (seriousness criterion intervention required), nausea ("nausea") and fatigue ("fatigue") and was found to have blood pressure increased ("increase in her blood pressure"). Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically important), cramp in lower abdomen ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), decreased appetite ("loss of appetite"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision") and constipation ("gastrointestinal or digestive system condition type: constipation"), was found to have weight decreased ("weight loss") and underwent thyroid operation (seriousness criterion medically important). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). At the time of the report, the lower abdominal pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, nausea, blood pressure increased, fatigue, abdominal pain lower, headache, dyspareunia, weight decreased, mood swings, decreased appetite, abdominal distension, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, cystitis, female sexual dysfunction, migraine, allergy to metals, vision blurred, constipation and thyroid operation were unknown. The reporter considered abdominal distension, lower abdominal pain, cramp in lower abdomen, allergy to metals, constipation, cystitis, decreased appetite, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, thyroid operation, urinary tract infection, vaginal haemorrhage, vision blurred and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to nausea, fatigue or blood pressure increased. The reporter commented: current weight: 135 lbs. Approximate weight at time of essure placement: 115 lbs. Date(s) of insertion: (B)(6) 2012 (as per pif). Date(s) of removal: (B)(6) 2017(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.991 kg/sqm. [Hysterosalpingogram] (date unknown): results: no complications. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5063976) on 19-aug-2016. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain/ lower abdominal pain constant"), genital haemorrhage ("excessive bleeding") and thyroid operation ("thyroid surgery") in an adult female patient who had essure inserted (lot no. A36521) for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned body mass index normal. Concomitant products included pepcid [famotidine], prenatal vitamins [minerals nos;vitamins nos], naproxen, motrin [ibuprofen] and tylenol with codeine no. 3 (codeine phosphate;paracetamol) for abdominal pain. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced abdominal pain (seriousness criterion intervention required), nausea ("nausea") and fatigue ("fatigue") and was found to have blood pressure increased ("increase in her blood pressure"). Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically important), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), mood swings ("hormonal changes describe: mood swings"), decreased appetite ("loss of appetite"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision") and constipation ("gastrointestinal or digestive system condition type: constipation"), was found to have weight decreased ("weight loss") and underwent thyroid operation (seriousness criterion medically important). The patient was treated with surgery (underwent salpingectomy (bilateral removal of fallopian tubes) on (B)(6) 2016). At the time of the report, the abdominal pain had not resolved. The outcomes for pelvic pain, genital haemorrhage, nausea, blood pressure increased, fatigue, abdominal pain lower, headache, dyspareunia, weight decreased, mood swings, decreased appetite, abdominal distension, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, cystitis, female sexual dysfunction, migraine, allergy to metals, vision blurred, constipation and thyroid operation were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, constipation, cystitis, decreased appetite, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, migraine, mood swings, pelvic pain, thyroid operation, urinary tract infection, vaginal haemorrhage, vision blurred and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to nausea, fatigue or blood pressure increased. The reporter commented: current weight: 135 lbs. Approximate weight at time of essure placement: 115 lbs. Date(s) of insertion: (B)(6) 2012 (as per pif). Date(s) of removal: (B)(6) 2017(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.991 kg/sqm. [Hysterosalpingogram] (date unknown): results: no complications. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included panadiene co (tylenol w/codeine no. 3) for abdominal pain as well as famotidine (pepcid), ibuprofen (motrin), naproxen and prenatal vitamins. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), fatigue ("fatigue") and blood pressure increased ("increase in her blood pressure"). In (B)(6) 2012, the patient had essure inserted. At the time of the report, the abdominal pain had not resolved and the nausea, fatigue and blood pressure increased outcome was unknown. The reporter considered abdominal pain to be related to essure. The reporter provided no causality assessment for blood pressure increased, fatigue and nausea with essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-may-2017: relevant information was transferred from duplicate case (B)(4). Events nausea, fatigue and increase in her blood pressure were added. Outcome for the event severe abdominal pain was not recovered. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continued severe abdominal pain. She was in and out the emergency room for the same problem on so many different pain medications to help her get through the day. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention to prevent permanent impairment of body function. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain / severe abdominal pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included panadeine co (tylenol w/codeine no. 3) for abdominal pain as well as famotidine (pepcid), ibuprofen (motrin), naproxen and prenatal vitamins. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), blood pressure increased ("increase in her blood pressure") and fatigue ("fatigue"). In november 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in oct-2016, underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, nausea, blood pressure increased, fatigue, abdominal pain lower, headache and dyspareunia outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for blood pressure increased, fatigue and nausea with essure. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-mar-2018: all relevant information was transferred from duplicate case (B)(4). Events pelvic pain, excessive bleeding , cramping,headaches ,painful intercourse are added. Event severe abdominal pain updated. Reporters were added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5063976) on 19-aug-2016. The most recent information was received on 12-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain / severe abdominal pain"), genital haemorrhage ("excessive bleeding") and thyroid operation ("thyroid surgery") in an adult female patient who had essure (batch no. A36521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included panadiene co (tylenol w/codeine no. 3) for abdominal pain as well as famotidine (pepcid), ibuprofen (motrin), naproxen and prenatal vitamins. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), blood pressure increased ("increase in her blood pressure") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), dyspareunia ("painful intercourse"), weight decreased ("weight loss"), mood swings ("hormonal changes describe: mood swings"), decreased appetite ("loss of appetite"), abdominal distension ("bloating,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), cystitis ("infection (bladder/ urinary tract/vaginal) type: uti/bladder"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), allergy to metals ("nickel allergy"), vision blurred ("vision/eye problems type: blurred vision"), constipation ("gastrointestinal or digestive system condition type: constipation") and thyroid operation (seriousness criterion medically significant). The patient was treated with surgery (in (B)(6) 2016, underwent a pelvic surgery to try and alleviate the symptoms). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nausea, blood pressure increased, fatigue, abdominal pain lower, headache, dyspareunia, weight decreased, mood swings, decreased appetite, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, cystitis, female sexual dysfunction, migraine, allergy to metals, vision blurred, constipation and thyroid operation outcome was unknown and the abdominal pain had not resolved. The reporter provided no causality assessment for blood pressure increased, fatigue and nausea with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, constipation, cystitis, decreased appetite, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, thyroid operation, urinary tract infection, vaginal haemorrhage, vision blurred and weight decreased to be related to essure. The reporter commented: current weight: 135 lbs. Approximate weight at time of essure placement: 115 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on an unknown date: no complications. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received: new events: mood swings, decreased appetite, abdominal distension, vaginal haemorrhage, menorrhagia , urinary tract infection, cystitis , female sexual dysfunction, migraine, allergy to metals, vision blurred, weight decreased, thyroid operation, constipation were added. Reporter, patient demographic information, product lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 14-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continued severe abdominal pain. She was in and out the emergency room for the same problem on so many different pain medications to help her get through the day. Abdominal pain is listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure cannot be excluded. This case is regarded as incident due to required medical intervention to prevent permanent impairment of body function. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.